Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that a piece of plastic wrapper was wrapped around the wormgear for the collimator blades preventing them from opening completely during initialization. The debris was removed and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a posterior fusion case. It was reported that intra-operatively, the system was getting an error initializing the collimator. The system was rebooted with no resolve. The surgeon and x-ray tech decided to use a c-arm to perform the case. There was no reported impact to patient outcome. There was a reported delay to the procedure of about thirty minutes due to this issue.